Event description:
Additional information previously provided indicated that the knife was dull.

Manufacturer narrative:
Corrected information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient experienced corneal erosion. The patient presented post operative with pain, decrease in vision and descemet folds. Visual acuity is somewhat better but still reduced compared to normal postoperative course, prognosis should be delayed but good. Additional medical intervention was not necessary but will require additional practice visit.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The photos provided were reviewed by the manufacturing site, however the reported issue cannot be confirmed from the photos. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened knife was received loose in a blister. The returned sample was visually inspected and was found non-conforming with a damaged tip and a damaged cutting edge. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blade. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received which indicated the patient required treatment with ointment five times daily.